Event description:
It was reported that during a breast biopsy procedure that the holster cable was frayed and coming apart. Customer used tape to hold it together until the loaner was sent. There was no adverse pt consequence.